Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead could not be implanted. The physician attempted to use a second lbbap lead, but this lead also could not be implanted. The procedure was subsequently completed using a new lead. The patient remained in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.